Event description:
It was observed that during the device inspection, the colonovideoscope had remnants of white crystalized contamination consistent with a simethicone / anti gas type product within the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered to the air/water-channel and the material was not identified. It was unknown whether there was a deviation from the instruction for use in reprocessing steps for the location where foreign material remained and there was no physical damage to the area. A definitive root cause could not be established. "The instructions for use states the detection methods associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection." And the prevention methods in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.